Manufacturer narrative:
Siemens filed the initial MDR on july 30, 2018. 08/21/2018 additional information: the patient sample was returned to siemens and additional testing was performed. The patient sample was tested with advia centaur xp toxoplasma g (toxo g) reagent lots 231 and 234 and with the immulite 2000 xpi txp reagent lot 439. The sample was run neat at n=3 on both instruments and with all reagent lots. All replicates of the sample recovered reactive on the advia centaur xp for both toxo g lots 231 and 234 and non-reactive on immulite 2000 xpi with txp lot 439. The sample was then treated with heterophilic blocking tube (hbt) and non-specific antibody blocking tube (nabt) and was run at n=3 on both advia centaur xp toxo g reagent lots. All replicate results post hbt and nabt treatment were still reactive on the centaur xp for both toxo g reagent lots 231 and 234. Toxoplasma g results (iu/ml): advia centaur xp: lot 231 lot 234 patient neat rep #1: 131.9, 150.0. Rep #2 : 125.2, 160.1. Rep #3 : 125.8 , 150.3. Advia centaur xp: lot 231 lot 234 patient hbt rep #1: 141.5, 158.3. Rep #2: 135.6, 153.0. Rep #3: 120.7, 153.2. Immulite 2000 xpi: lot 439 patient neat rep #1: <5.00. Rep #2: <5.00. Rep #3: <5.00. The in-house summary results replicate the customer's observations with this patient sample and indicate that this is neither a advia centaur xp toxo g lot specific issue nor a site/system specific issue. The internal study results are indicative of a sample specific issue and does not confirm a siemens product non-conformance. Per advia centaur xp toxoplasma g instructions for use (IFU) (10629904 revision aa, 2016-04) "the calculated values for toxoplasma igg in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the toxoplasma igg assay used". Based on the available information centaur xp toxoplasma g lot 231 is performing as intended. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2018-00195 supplemental report 1 and MDR 1219913-2018-00197 supplemental report 1 were filed for the same event.

Manufacturer narrative:
The cause for the discordant toxoplasma g (toxo g) results is unknown. Siemens healthcare diagnostics is investigating. The IFU states in the limitations section: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the (B)(6) predictive value of any assay is reduced due to the increased possibility that a (B)(6) result is actually (B)(6). As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." MDR 1219913-2018-00195 and 1219913-2018-00197 were filed for the same event.

Event description:
A discordant (B)(6) advia centaur xp toxoplasma g (toxo g) result was obtained on a patient sample. The laboratory recommended testing on an alternate method because the igg result was (B)(6) and the igm result was (B)(6). The toxoplasma g results for the two alternate methods were (B)(6). The patient sample was repeated on both advia centaur xp instruments. The toxoplasma g results were (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.